Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "sensor failure" message appeared on the pump. The customer disconnected the fo cable and successfully transduced the central lumen without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).